Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant/ break occured in the coil"), pelvic pain ("pain"), suicidal ideation ("feel suicidal") and transient ischaemic attack ("neurological conditions or problems type:transient ischemic attack") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena from 2003 to 2006. Concurrent conditions included adhd, hypertension since (B)(6) 2011, post-traumatic stress disorder since 2014, genital herpes, genital herpes and heart murmur. Concomitant products included baclofen since 2015, hydrocodone bitartrate;paracetamol (norco) since 2017 and ibuprofen (motrin) since 2015. In 2011, the patient experienced fatigue ("fatigue"). In october 2011, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse),"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression "), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), visual impairment ("vision/ eye problem type: need glasses now") and abdominal pain ("abdominal pain"). In 2014, the patient experienced incontinence ("bladder or urinary problem or changes") and rash papular ("red bumps everwhere"). In 2015, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced transient ischaemic attack (seriousness criterion medically significant). In july 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder-uti"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), acne ("rashes or skin conditions type:acne"), back pain ("lower back pain"), mood swings ("mood swings"), perineal pain ("perineal pain") and somatic symptom disorder ("somatic system disorder") and was found to have weight increased ("weight gain / loss weight specify which one:gain"). The patient was treated with surgery (bilateral salpingectomy and d & c). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, acne, incontinence, headache, tooth disorder, dysmenorrhoea, visual impairment, fatigue, weight increased, rash papular and somatic symptom disorder outcome was unknown, the suicidal ideation, depression, transient ischaemic attack, dyspareunia, abdominal pain, back pain and perineal pain had resolved and the migraine and mood swings was resolving. The reporter considered abdominal pain, acne, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, incontinence, menorrhagia, migraine, mood swings, pelvic pain, perineal pain, rash papular, somatic symptom disorder, suicidal ideation, tooth disorder, transient ischaemic attack, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: results: total bilateral occlusion. H/o cervical cryotherapy at age 17 for ¿precancer cells¿. Negative pap in august 2016 concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dyspareunia, back pain, mood changes, menorrhagia, anxiety, transient ischemic attack, device breakage most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event:somatic system disorder were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant/ break occured in the coil"), pelvic pain ("pain"), suicidal ideation ("feel suicidal") and transient ischaemic attack ("neurological conditions or problems type:transient ischemic attack") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: mirena from 2003 to 2006. Concurrent conditions included adhd, hypertension since (B)(6) 2011, post-traumatic stress disorder since 2014, genital herpes, genital herpes and heart murmur. Concomitant products included baclofen since 2015, ibuprofen (motrin) since 2015 and vicodin (norco) since 2017. In 2011, the patient experienced fatigue ("fatigue"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression "), anxiety ("anxiety"), migraine ("migraines"), headache ("headaches"), visual impairment ("vision/ eye problem type: need glasses now") and abdominal pain ("abdominal pain"). In 2014, the patient experienced incontinence ("bladder or urinary problem or changes") and rash papular ("red bumps everywhere"). In 2015, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced transient ischaemic attack (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: bladder-uti"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), acne ("rashes or skin conditions type:acne"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), weight increased ("weight gain / loss weight specify which one:gain"), back pain ("lower back pain"), mood swings ("mood swings") and perineal pain ("perineal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, anxiety, acne, incontinence, headache, tooth disorder, dysmenorrhoea, visual impairment, fatigue, weight increased and rash papular outcome was unknown, the suicidal ideation, depression, transient ischaemic attack, dyspareunia, abdominal pain, back pain and perineal pain had resolved and the migraine and mood swings was resolving. The reporter considered abdominal pain, acne, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, incontinence, menorrhagia, migraine, mood swings, pelvic pain, perineal pain, rash papular, suicidal ideation, tooth disorder, transient ischaemic attack, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion h/o cervical cryotherapy at age 17 for ¿precancer cells¿. Negative pap in (B)(6) 2016 concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: pelvic pain, dyspareunia, back pain, mood changes, menorrhagia, anxiety, transient ischemic attack, device breakage most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received . New reporters added and reporter information updated. Case medically confirmed. Patient¿s demographic added. New events added as:- abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: chronic utis, psychological or psychiatric problems condition: depression, anxiety, feel suicidal, rashes or skin conditions type: acne, bladder or urinary problems or changes: incontinence, migraines / headaches, dental problems, neurological conditions or problems type: transient ischemic attack (tia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vision/eye problems, type: need glasses now, fatigue, weight gain / loss specify which one: weight gain, mood swings, perineal pain, red bumps everywhere, lower back pain, abdominal pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.